Event description:
It was reported that a merlin.net transmission revealed an alert for low, out of range high voltage lead impedance. During dft testing, error messages were displayed for possible hv lead issue and hv circuit damage detected. The lead was capped and replaced. Insulation damage was noted when the lead was replaced. The patient was recovering well after the procedure.

Manufacturer narrative:
(B)(4).